Event description:
The customer's father stated that the customer was hospitalized for high blood glucose levels of nearly 800 mg/dl. No troubleshooting was performed because the father did not have the insulin pump with him during the phone call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.